Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-jan-2026, a sales representative reported via phone that (2) ar-3636 knotless 1.8 fibertak® soft anchor backed out. This occurred during a labral repair on (B)(6) 2026; the devices were removed from the patient. The patient had a good bone quality, which was prepped using a drill guide from the ar-3638dc knotless fibertak¿ disposable kit. The procedure was completed using a device from another manufacturer. The procedure was delayed by just a couple of minutes, and no additional anesthesia was required.